Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's yaw pulley broken and missing a piece measuring .104 x .051 opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion. No other damage was found. Failure analysis concluded that the yaw pulley damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a broken yaw pulley missing a piece could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken band was identified at the tip of the pk dissecting forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.